Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, and broken off end cap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump fell down and the entire back broke into pieces. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.